Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34wap. Implanted: (B)(6) 2026: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-jan-2027, UDI#: (B)(4). B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they increased stim from 0.4 to 2.0 and wasn't able to feel anything. Patient said a week ago they increased stim from 0.4 to 0.5 and it was painful. When asked if they were getting a 50% reduction in symptom the patient said it was "borderline". Patient said they almost lost fecal control which they haven't had that problem with since the device was initially installed. Reviewed how to change programs. Patient tried all 7 programs and increased stim to 2.0 on all of them and was not able to feel stim. Recommended patient follow up with healthcare provider (hcp) to have the device checked. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the inability to feel stimulation. The x-ray showed that the lead was in a tight coil. Suspect it is due to the stimulator rotating repeatedly. Patient is scheduled for re-do stimulator insertion. The issue was not yet resolved.